Event description:
Additional information was received via voluntary medwatch report number mw5070795. The report indicated the patient had an ipg implanted and the device was initially able to communicate. While the patient was in postoperative recovery, the device was found to be unresponsive. Options were discussed with the patient and patient elected to have the device replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during implant post op the patient's ipg was not able to communicate with the programmer. As a result, the patient was taken back into surgery to have their ipg replaced. Issue has been resolved.